Event description:
Customer reported that a malfunction occurred on the pump. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer will continue to use the current pump, as they declined interest in obtaining an out-of-warranty loaner, and technical support resolved to replace the pump to ensure insulin delivery is not interrupted.